Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit does not work on battery power. There was no patient involvement.

Manufacturer narrative:
Date of report: 22sep18. Date received by mfg: 08apr18. The field service engineer (fse) replaced the battery to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.